Event description:
It was reported by repair work order that there was no power to the bed as both the power cord and auxiliary power cord were disconnected from the power inlet at the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.